Event description:
This rv lead was implanted on (B)(6) 2013, and remains implanted at this time. A call was placed to technical services on 07/30/2018, stating that this was exhibiting some apparent rv undersensing. And possible programming changes needed. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).